Manufacturer narrative:
(B)(4) a lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 conical tip continue to fog up and fluid was seen. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 conical tip continue to fog up and fluid was seen. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory on 07/22/2020. An investigation was conducted on 09/24/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Condensation was observed on the inside of the dissection tip. No scratches were observed on the dissection tip. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The center of the image was observed to be distorted and the image was observed to be blurry to the top of the center of the image. No fog was observed during testing. Based on the results of the evaluation, the reported failure ¿poor quality image" was confirmed.